Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their one touch ultraping meter had a power issue ¿ unit powers off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue first occurred ¿several weeks ago¿, at an unspecified time. The patient manages their diabetes with an insulin pump and continued with their usual dose of medications (including sliding scale) daily. The patient denied developing any symptoms due to the product issue. On ¿(B)(6) 2015¿, at an unspecified time the patient reported attending emergency room(ER) and obtaining a result if ¿650¿ on the ER meter. The patient reported being treated by an hcp with ¿insulin, might have been novalog¿. At the time of troubleshooting the cca noted that there was no misuse of the product, it was not the first time the meter was being used and batteries did not need replacing. Cca also noted that when the meter¿s auto shut-off was explained to the patient, the issue remained unresolved. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: the patient did suffer symptoms suggestive of a serious injury after the alleged product issue began and received medical intervention. Additionally this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (03/04/2015). The patient¿s meter has been returned on 2/17/2015 and evaluated by lifescan product analysis on 2/23/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.